Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union and broken nail is undetermined. Most recent follow up x-ray was from (B)(6) 2013 which showed no issues with healing or product. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. There is no way to predict a non-union or failure to heal. The broken im nail was replaced with a 9mm x 360mm, standard nail per the sign technique manual. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
We became aware on (B)(6) 2016 that a sign im nail implanted to repair a fracture was exchanged due to a non-union and a broken nail. Surgeon comment: "the distal tip of the nail was broken at the proximal slot which required opening an anterior cortical window for its extraction". Prior case ID: (B)(4).